Event description:
This form is filed in follow-up to telephone reports of the incident. Two and a half hours into an otherwise normal dialysis procedure, the venous return catheter connector on a double lumen catheter was found to have disconnected. Pt expired due to the blood loss. The pt and catheter were covered with a blanket during the procedure so the disconnection was not noticed until the pt's condition deteriorated past the point of salvation. At the same time the pt's condition was noticed by others to be deteriorating, the arterial low pressure limit on the dialysis machine alarmed. The disconnection was noticed minutes after pt received a hug from their father. At the time of the hug, the dialysis machine alarmed, probably due to pt movement, and the hug was terminated. Besides the movement and arterial low pressure alarms, it is reported that the dialysis machine did not alarm for any other reason. No venous line low pressure alarm sounded. It is also noted that after the hug the pt was laying on their side, but when the line was found disconnected pt was laying on their back.